Event description:
Additional information was received from the patient. The reason for call was patient reported they were having issues with the ins. Patient stated they were experiencing pain at the implant site and also irritating their skin. Patient mentioned that they were going back and forth with their hcp trying to figure out what was going on. Patient mentioned that their hcp wants the patient have an MRI to see what was going on. Patient requested listing for hcp near their area to get a 2nd opinion. Agent provided hcp listing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that ever since the device was put in, the wound hasn't been fully healed. Patient said it was only in the last two weeks that they were able to go for a walk, stretch, and do a lot of the stuff that they used to do. Patient m entioned they went to their doctor last month to find out what was going on because it felt like it was itching way more last month and tingling and burning, but all of that went away and the doctor said for some people the wounds take a longer time to heal. Patient said they were told that the itching and tingle were a part of the healing process. Patient then said the main thing they wanted to know was if it was normal that they still felt a warm sensation right over the device like the skin underneath where the device was placed was always feeling warm. Patient asked if this was normal for four months after surgery. Patient services specialist (pss) asked, patient said they thought the warmth was always there because the wound was swollen at one point and the whole skin was swollen. The patient was redirected to their healthcare provider (hcp) to further address the issue.